Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Device history lot 8134669 device history review: no anomalies found if information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr (B)(6) hospital (B)(6) 2018. Original primary date unknown. 10.8.16 revision. On (B)(6) 2018 revision for loose femoral component. Femur re reamed and revised to long srom stem. Female patient initials (B)(6). Unknown jrn: 1 x 18x13 36+8 x 160 = discarded; 1 x 18b small sleeve = discarded; 1 x 32+0 ceramic head = discarded.